Manufacturer narrative:
E1: patient city: (B)(6). Patient country: turkey. Name: medtronic minimed country: united states of america street: 18000 devonshire street city: northridge state, province or territory: california post office or zip code: 91325 ¿ 1219. Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545, manufacturing site: 3003442380.

Event description:
It was reported that patient faced an event where patient did not have sufficient subcutaneous tissue where set is inserted causing high blood glucose and treated with manual injection on (B)(6) 2026.